Event description:
Following implantation of a 2-level anterior cervical plate at the c3-c5 spine levels, the left superior screw was noted to have loosened during a f/u office visit. No injury occurred and no revision surgery has occurred to date.

Manufacturer narrative:
(B)(4). The reported event was confirmed via radiograph. The affected screw appeared to be angled excessively and may have contributed to the event. Revision surgery occurred on (B)(6) 2012 and consisted of screw removal but not replacement. The surgeon reported that fusion appeared to have occurred in the affected area. As of this report date, the product has not been returned for analysis. Review of labeling notes: "potential risks identified with the use of this system, which may require add'l surgery, include: bending, fracture or loosening of implant component(s)."